Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-47984, 1627487-2020-47985, 1627487-2020-47986, 1627487-2020-47987, 1627487-2020-47988, 1627487-2020-47990. It was reported the patient experienced ineffective stimulation. Surgical intervention took place approximately (B)(6) 2014, in which the system was removed to address the issue.